Event description:
It was reported that the stylus pen would not calibrate with the programmer screen. Even after two calibration attempts the pen would not "hit" where it was attempted to be put. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the stylus pen would not calibrate with the programmer screen. Even after two calibration attempts the pen would not "hit" where it was attempted to be put. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen would not calibrate with the screen. As a result the overlay bezel assembly was replaced and the stylus was calibrated. (B)(4).

Manufacturer narrative:
Concomitant devices: 2290 analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).